Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-aug-08. The patient stated that they have not called their physician because it is fine. It is uncomfortable but nothing has changed as far as it working. It still works. The patient stated that they lost some weight and the battery has moved. They do not want to go through the surgery to have it moved. The patient is still going through the pain and everything but the device is doing all it can do. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that beginning some time in 2017, it has been a while, it seems like their stimulator has moved. It is not where they used to charge it at. The patient then stated that maybe it had not moved, but they do not know. They think this because they have a hard time finding it. There were no patient symptoms reported and no complications reported.